Event description:
It was reported that during the implant procedure, the physician was unable to pass the selected sheath through the coronary sinus. Another different model sheath was used. When implanting the lead, the lead was dislodged while slitting and couldn not be fixed. The physician successfully implanted another model lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.